Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b3, b5 and h6 with this report.

Event description:
This case is for the (B)(6), 2017 incident. Please see (B)(4) for the (B)(6), 2017 incident. Customer reported two incidents of low and loss of consciousness. On (B)(6), 2017, she had a low blood glucose while she was driving, she became unconscious, and her boyfriend took over the steering wheel to prevent them from crashing. On the morning of (B)(6), 2017, she had a low, she went unconscious, hit her head, and had to go to the emergency room for treatment. She said both episodes occurred with recent set changes. She said she had a set change on the evening of (B)(6), 2017 and on the evening of (B)(6), 2017. She believes both are related to the membrane vent blockage recall. Customer was disconnected during the rewind/prime sequence. During the call, the reservoir was showing 25u, while the screen was showing 31.5u. Pump was used at the time of the incident. It is unknown if sensor was used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose of 52 mg/dl on (B)(6) 2017. The customer was driving. The vehicle was stopped and their boyfriend took over. The customer went unconscious. The customer had symptoms of sweating profusely, extreme increase of heart rate, and mental confusion. The customer¿s current blood glucose was 189 mg/dl. Troubleshooting was performed on the insulin pump. The insulin pump¿s programming was accurate. The device will not be returned for analysis.